Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
This device has not been returned and/or evaluated by the philips authorized repair facility, therefore, the complaint allegation cannot be confirmed. Section h (device) problem code grid was corrected.